Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt reported the cassette door was filling up with fluid during fill 1. The pt stated there was solution leaking out of the cassette door. The pt stated his effluent has remained clear, pdrn was notified and no antibiotics were given. Pt completed treatment with manual exchanges. Sample was disposed, and therefore not available for return.